Manufacturer narrative:
The returned device was evaluated. The device remained stable under the entire investigation, however two loose screws from the lcd display fell into the front of the device near the ui board. Loose screws inside the device near the ui board can potentially cause shorts that could potentially lead to the behavior described in the complaint.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that at times no values were displayed without alarms. There were no reported consequences or impact to any patient.